Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 19.7 mmol/l, 7.2 mmol/l, and 26.1 mmol/l. No adverse event was reported. The suspect device cannot be returned for legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) law doesn't allow product return.